Event description:
Pt had shoulder arthroscopy with repair right sided rotator cuff for shoulder pain performed on (B)(6) 2017 at 2pm. CT scan, obtained at follow-up visit on (B)(6) 2017, revealed a 3 mm retained metallic foreign object (rfo) within the soft tissues dorsal to the right proximal humerus shaft. Internal investigation revealed this to be a surefire scorpion needle as the rfo, as the tip of it was diamond shaped, same shape as noted on the CT scan. The surefire scorpion needle is used to suture the incision; the instrument may be removed from the laparoscopic several times to attach additional suture material. It was surmised that the tip of the scorpion needle broke off when hitting tissue on the last pass through the laparoscope, as the surgeon did not notice instrument malfunction during the case.